Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that her parent were hospitalized due to high blood glucose n (B)(6) 2019. Customer was treated with insulin pump and manual injection. Customer stated that there was no air bubble and leak. Customer alleging insulin pump for under delivering. Drive support cap was normal. The insulin pump will not be returned for analysis.